Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detachment. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: the wallflex biliary delivery system was received for analysis. The stent was not received for analysis. Visual inspection of the returned device found that the inner sheath was detached, and the outer clear sheath was kinked. Media inspection was performed and found that the inner sheath was kinked and detached from the catheter. No more damages were noted on the delivery system. Product analysis confirmed the reported malfunctions of inner sheath detachment and inner sheath kinked. However, the reported malfunctions of delivery system difficult to remove, and stent positioning issue was not confirmed. The investigation concluded that procedural factors such as lesion characteristics, handling of the device, and the technique used could have resulted in inner sheath detachment and kinked inner sheath. Furthermore, the reported event of delivery system difficult to remove was not confirmed because this event happened during the procedure, and it was not possible to replicate it in the laboratory for analysis. Additionally, stent positioning issue was documented in the labeling as a potential complication as a result of the use of the device. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on may 10, 2023, that a wallflex biliary rx partially covered stent was to be implanted in the sphincter of oddi to treat a malignant stenosis due to a tumor during a procedure performed on (B)(6) 2023. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the wallflex biliary stent was successfully deployed; however, resistance was felt during removal of the delivery system. The physician applied force to remove the delivery system and a part of the yellow inner sheath was detached, and the implanted wallflex biliary partially covered stent moved out of the correct position. The detached inner sheath and the stent were removed from the patient using forceps, and another wallflex biliary stent was implanted to complete the procedure. There were no reported patient complications as a result of this event. Note: photos of the complaint device were provided by the complainant and showed the yellow inner sheath was detached and kinked.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of inner sheath detachment. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx partially covered stent was to be implanted in the sphincter of oddi to treat a malignant stenosis due to a tumor during a procedure performed on (B)(6) 2023. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the wallflex biliary stent was successfully deployed; however, resistance was felt during removal of the delivery system. The physician applied force to remove the delivery system and a part of the yellow inner sheath was detached, and the implanted wallflex biliary partially covered stent moved out of the correct position. The detached inner sheath and the stent were removed from the patient using forceps, and another wallflex biliary stent was implanted to complete the procedure. There were no reported patient complications as a result of this event. Note: photos of the complaint device were provided by the complainant and showed the yellow inner sheath was detached and kinked.